Event description:
It was reported that a hospital monitor picked up rapid spikes every hour due to the hourly (B)(4) checks. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.